Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf uni-directional navigation catheter and suffered cerebrovascular accident. The investigational analysis completed on 1/17/2019. The device was inspected and char was observed on the catheter tip. The pebax was found damaged. No internal parts were observed. During the second visual inspection. The char was not observed. It could be related to the decontamination process. The magnetic sensor functionality was tested on carto and the catheter failed. Error 106 was observed. A failure analysis was performed and the catheter was dissected on the tip area. Loss of electrical continuity at the sensor was found. It was determined that the root cause was an internal failure of the sensor. Electrical test was performed on the catheter and it was found within specifications. However, the thermocouple values were found out of specification. A failure analysis was performed. It was found that there was electrical intermittence on the tip area, creating the temperature issue. Cool flow pump testing was performed and it was found within specifications. The catheter was irrigating correctly. No irrigation issues were observed. Deflection testing was performed and it was found within specifications. The catheter was deflecting correctly. Scanning electron microscope (sem) testing was performed on the damaged area and the results showed evidence of mechanical damage, stress marks, scratches, and a hole on the surface of the pebax. It is possible that the damage was generated with an unknown object. No other anomalies were observed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. During manufacturing process, all catheters are inspected for visual damages before packaging. On line inspections and functional tests are in place to prevent this type of damage from leaving the facility. The customer complaint regarding the char reported was confirmed. The root cause of char observed cannot be determined. It could be related to the procedure, as char is a physical phenomenon of radio frequency. It can be the normal result of the ablation process. However, an internal corrective action has been opened to investigate this issue. The root cause of the adverse event remains unknown. The instructions for use state that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. The root cause of the damage on pebax cannot be determined since there is evidence that the device was manufactured in accordance with documented specification and procedures. It could be related to the handling of the device during the procedure. However, this cannot be conclusively determined. Manufacture reference no: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf uni-directional navigation catheter and suffered cerebrovascular accident. Additional information was received on 11/2/2018 indicating that the device history record (DHR) has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. On 11/10/2018, the biosense webster inc. (Bwi) failure analysis lab (fal) performed a visual inspection and found external physical damage on the pebax and a broken spring coil. No internal parts were exposed. The external damage on the pebax has been assessed as not reportable. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, was remote. On 11/16/2018, the bwi fal performed a scanning electron microscope analysis (sem) and found mechanical damage, stress marks, scratches, and a hole on the surface of the pebax. It is possible that the damage was generated with an unknown object. The issues of mechanical damage, stress marks, and scratches were assessed as not MDR reportable. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, was remote. The hole in the pebax has been assessed as a reportable. The awareness date for this new reportable issue has been reset to 11/16/2018. Manufacture reference no: (B)(4).

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on 10/31/2018 and char was discovered on the tip of the thermocool® smart touch® sf uni-directional navigation catheter. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer ref no: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf uni-directional navigation catheter and suffered cerebrovascular accident. During the procedure, when the catheter was removed from the patient¿s body, char was noticed attached to the tip. The catheter was replaced, and the issue resolved. It was also reported that at unspecified point, the patient suffered cerebrovascular accident. It is unknown if medical or surgical intervention was provided. There¿s no information regarding extended hospitalization, the patient¿s outcome, or the physician¿s causality opinion. The char issue is not reportable. The presence of char on the electrodes does not represent a serious injury in itself, nor is it necessarily the result of device malfunction. The issue of cerebrovascular accident/stroke has been assessed as reportable. The cerebrovascular accident/stroke event date is unknown. As such, alert date of the char has been entered as the alert and event date ((B)(6) 2018). Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available.